Manufacturer narrative:
Device evaluation: results of investigation: the vyaire failure analysis lab (fa lab) was able to replicate the reported problem. The issue was resolved by shipping the customer a replacement of the defective main pcb (printed circuit board).

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault and failed transducer calibration. The customer advised there was no patient involvement associated with this event.